Manufacturer narrative:
There was no fault found in the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device had an unknown problem. On follow up, it was confirmed that the stimulation was not recognized and did not respond at the beginning of the surgical procedure.the event happened prior to use. There was no patient impact.